Event description:
Info rec'd indicate the head of the bed cannot be raised.

Manufacturer narrative:
The technician found that the CPR lever was engaged, preventing the head section from going up. The technician reset the CPR lever and the bed began operating correctly.